Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump gave out low battery alerts/replace battery alerts/replace battery now alerts in less than 1 week. In addition, customer alleges unexpected low reservoir alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the displacement test, rewind test, active current measurement, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. However, unit received with unexpected battery power loss and had high sleep current. In addition, low battery alerts noted in the pump history on (B)(6) 2021 at 4:58 pm and (B)(6) 2021 at 5:47 am. Therefore, battery change occurred in less than 1 week. Moisture damage noted in pcb 2 after cutting pump open. In summary, customer alleging unexpected low reservoir alarm was not confirmed after verifying low reservoir alarm works as designed. However, customer alleging pump alerting low battery alerts/replace battery alerts/replace battery now alerts occurring in less than 1 week was confirmed in the pump history and during testing when sleep current measurement failed. Sleep current measurement failed due to moisture damage in pcb 2. After swapping pcb 2 with a test board , sleep current measurement passed. In addition, pump history files confirmed battery change occurring in less than 1 week.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.